Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional info was requested.

Event description:
On (B) (6) 2009, the pt was implanted with two (B) (4) excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. The completion computed tomography angiography (cta) showed no endoleak. On (B) (6) 2010, the follow-up cta revealed a proximal type I endoleak. On (B) (6) 2010, three aortic extender components were placed to address a proximal type I endoleak. The endoleak was resolved. The pt tolerated the procedure.